Manufacturer narrative:
This report is filed october 19, 2016.

Manufacturer narrative:
This report is filed on (B)(6) 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced breakdown of the skin-flap resulting in extrusion of the receiver-stimulator. Subsequently the device was explanted on (date not reported), re-implantation is planned but has not taken place at the time of this report (B)(6) 2016.